Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic oil strayed under retina and remained in fovea centralis. Another surgery was conducted to remove the ophthalmic oil. The procedure details were provided. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Based on the information received following submission of the initial report, it was clarified that there was no intervention has happened to the patient and the event unspecified issue with the product not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 1610287-2023-00040. The manufacturer internal reference number is: (B)(4).